Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by fibrin. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (dose, frequency and duration not reported) and an ip unknown antibiotic for the peritonitis event. At the time of this report the patient was recovering from this peritonitis event and was no longer on pd solutions. No additional information is available.